Event description:
During a code, device users reported that it shut off. Users turned the device back on and continued patient care without any problems. Customer were able to do another transport at a later time without any problems. The facility biomed inspected the device and was unable to duplicate the reported problem. The reported issue had no adverse effect on patient.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and was unable to duplicate the reported loss of power. Physio confirmed proper device operation through functional and performance testing and returned it to the customer for use. The root cause of the reported issue is unknown.